Event description:
Device complication: difficult to remove time of complicaton: during procedure symptoms: drop in blood pressure during a carotid stenting procedure of the ica, the physician was unable to recover the accunet with either the recovery catheter 1 or the recovery catheter 2 fluoro revealed that the wire of the accunet was apposed to vessel wall where the stent had been placed, and the recovery catheters were cathching on the struts on the peocimal end of the stent as the physician attempted to advance the recovery catheter the physician was able to successfully remove the accunet with a non guidant vertebral catheter, wtih non-guidant platform. The stent was properly placed. It was then noted that there was a drop in patient's blood pressure and intubation of the patient was initiated.